Event description:
Pt misidentification manifests itself in various incidents. Access to pt lists via unit census increase the likelihood that a miss-click may result in a test being inadvertently ordered for a particular pt. The small font size and user unfriendly formats of lists represent additional predisposing factors for near sighted users to enter orders on the wrong pt. The problem is less than common. In this case, a test using radioactive tracers was erroneously ordered. Before it came to notice, the pt received the radioactive injection intended for another pt, but ordered for this one. The same pt had medicine orders entered that were intended for another pt.